Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset occurred. Power on reset (por) critical ram parity error occurred in address 12 10 on (B)(6) 2016. Por severity is low, so the device should be able to fully recover after reset. Concomitant medical products: 388928 interstim urinary mgu lead, implanted: (B)(6) 2012; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset which appeared to be a bit flip in the memory of the device. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.